Event description:
The customer contacted baxter's technical service center (tsc) regarding a check lines and bags alarm which occurred on the homechoice (hc) during use. The home patient (hp) stated that he had already changed the cassette but he did not change the bags. The baxter technical service representative (tsr) explained that once a setup was complete that everything needed to be changed and advised the home patient (hp) to setup with new supplies. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the use error for not changing out the solution bags. The home patient (hp) stated that the issue was resolved by starting over with new supplies, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy. The hp provided a lot number of h11d21096. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known; therefore, a batch review will be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a report of an user error. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.